Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and primary analysis revealed that the distal conductor was distorted. The helix/lobe was distorted/bent and there was blood in/on the helix/lobe mechanism. Visual analysis revealed that the lead appeared damaged at implant.

Event description:
It was reported that the right ventricular (rv) lead helix would not extend during the implant procedure. Repositioning difficulties were also reported with the rv lead and it was explanted and replaced. No patient complications were reported as a result of this event.